Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the extracted portion of the lead was performed. Visual inspection confirmed damage at the distal end of the lead along with a missing electrode tip. Damage/tearing was noted at the molded neck area of the distal end with a stretched cathode coil. There was no sign of a manufacturing defect of the molded neck and the diameter of the molded neck appeared normal. Laboratory analysis indicated that the observed damage was most likely the result of excessive pulling force during the procedure.

Event description:
--

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the physician reported the lead tip became stuck within the t-valve; it was then noted that the lead tip had slightly separated and the lead body was exhibiting stretched coils. The physician elected to remove the lead due to the observed damages; however during pull-back, the lead completely separated upon passage back through the subclavian vein. A 90 minute extension of the implant procedure, failed to extract the fractured portion of the lead tip. The physician elected to leave the tip implanted, so as to not subject the patient to additional harm. The extracted portion will be returned and another rv lead of different model type was then implanted in absence of additional adverse patient effects.